Manufacturer narrative:
Correction to device coding. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year. The measurements remained within normal range under 125 ohms. Technical services (ts) discussed impedance range with the health care professional (hcp). Additional information was received that a shock impedance measurement of greater than 150 ohms was then observed. Ts suspected calcification as this was a gradual rise and discussed options including bringing this patient in for testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned. The device was explanted due to therapy upgrade/downgrade and replaced with a non-boston scientific implantable cardioverter defibrillator (ICD). The hospital obtained the device, and this rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year. The measurements remained within normal range under 125 ohms. Technical services (ts) discussed impedance range with the health care professional (hcp). Additional information was received that a shock impedance measurement of greater than 150 ohms was then observed. Ts suspected calcification as this was a gradual rise and discussed options including bringing this patient in for testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year. The measurements remained within normal range under 125 ohms. Technical services (ts) discussed impedance range with the health care professional (hcp). Additional information was received that a shock impedance measurement of greater than 150 ohms was then observed. Ts suspected calcification as this was a gradual rise and discussed options including brining this patient in for testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned. The device was explanted due to therapy upgrade/downgrade and replaced with a non boston scientific implantable cardioverter defibrillator (ICD). The hospital obtained the device, and this rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year. The measurements remained within normal range under 125 ohms. Technical services (ts) discussed impedance range with the health care professional (hcp). Additional information was received that a shock impedance measurement of greater than 150 ohms was then observed. Ts suspected calcification as this was a gradual rise and discussed options including bringing this patient in for testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to type of reportable event from malfunction to serious injury. This lead was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. Correction to device coding.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year. The measurements remained within normal range under 125 ohms. Technical services (ts) discussed impedance range with the health care professional (hcp). Additional information was received that a shock impedance measurement of greater than 150 ohms was then observed. Ts suspected calcification as this was a gradual rise and discussed options including bringing this patient in for testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned. The device was explanted due to therapy upgrade/downgrade and replaced with a non boston scientific implantable cardioverter defibrillator (ICD). The hospital obtained the device, and this rv lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year. The measurements remained within normal range under 125 ohms. Technical services (ts) discussed impedance range with the health care professional (hcp). Additional information was received that a shock impedance measurement of greater than 150 ohms was then observed. Ts suspected calcification as this was a gradual rise and discussed options including bringing this patient in for testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned. The device was explanted due to therapy upgrade/downgrade and replaced with a non boston scientific implantable cardioverter defibrillator (ICD). The hospital obtained the device, and this rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to type of reportable event from malfunction to serious injury. This lead was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. Correction to device coding. If pertinent information is provided in the future, a supplemental report will be submitted.